Manufacturer narrative:
The field report of noise , rv over sensing and insulation abrasion was not confirmed. As received, the partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Oversensing and noise were noted during follow-up, which resulted in multiple ventricular tachycardia and ventricular fibrillation episodes. Per physician opinion, fluoroscopy revealed that one of the conductors of the lead was externalized. The lead was replaced.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Oversensing and noise were noted during follow-up, which resulted in multiple ventricular tachycardia and ventricular fibrillation episodes. Fluoroscopy revealed that one of the conductors of the lead was externalized. The lead was capped, abandoned, and replaced.